Event description:
It was reported in a journal article that the patient experienced a subtrochanteric fracture at the proximal end of her sl plate 6 months after fixation of her distal femur periarticular fracture. Im nail was implanted, leaving sl plate in situ. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2 report source: foreign: australia. Literature: thomas england, humza khan, sheldon moniz, david mitchell and markus s. Kuster (2023) does far cortical locking improve fracture healing in distal femur fractures: a randomized, controlled, prospective multicenter study. Journal of clinical medicine. (1-9). Https://doi.org/10.3390/jcm12247554. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.